Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had air/water leakage from the switch key tops. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the forceps elevator. In addition to the reportable malfunction, the following were noted: due to wear of the angle wire, the bending angle in the up direction was insufficient and the play of the upward/downward angulation control knob was out of the standard value; the adhesive on the bending section cover had a crack, a scratch, and was detached; the connecting tube had a wrinkle and a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. It was unknown if there was any delay to starting precleaning. The forceps elevator was brushed and was flushed with detergent solution. There were no abnormalities reported in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.